Event description:
It was reported that the customer passed away. It was stated that the customer's death was referred to a coroner and results did not identify the cause of the customer's death. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.